Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system and a small navitor loading system. The membranous septum was 1.4mm. There was calcification in the lvot. The valve was implanted at a final implant height of 3mm. Then, the patient went into heart block. The user alleged that the short membranous septum was the cause of heart block. On (B)(6) 2025, a permanent pacemaker was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. It was indicated that the user alleged that the short membranous septum was the cause of heart block. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that patient condition (calcification) and/or procedural conditions (implant depth) contributed to this event. However, this cannot be confirmed. The reported surgery was the result of case-specific circumstances, as a permanent pacemaker was implanted.